Manufacturer narrative:
The customer¿s report of a communication error alarm was not confirmed during an evaluation of the event logs. However, a channel disconnected/power loss event was recorded in the event log on (B)(6) 2015 at 11:34:55 am. The logs recorded pump modules s/n (B)(4), positioned as channel a, and s/n (B)(4), positioned as channel b, as being removed, and the confirm key selected before both modules were reconnected seconds later. The pump module event logs were also reviewed, confirming the alarms being attributed to power interruptions during the time of the incident. Replication of the channel disconnected/power loss was observed during testing. Further inspection of the inter-unit-interface (iui) on the pcu identified the female iui with green deposits most likely causing the channel disconnect/power loss event. Replacement of the female iui connector on the pcu with a known good iui, and programming of a test infusion with aggressive physical manipulation no longer induced the channel disconnected alarm. The root cause of the system alarming with a communication error was not identified. However, it is believed that the cause of the customer's reported alarm was related to a channel disconnected/power loss caused by a malfunction of the female iui on the pcu.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the alaris pump with all the intravenous drips infusing suddenly started alarming with communication error and could not be re-started right away. The user immediately transfers all the IV pressors to a different pump and on va ECMO patient. At the time of the event current infusions were : dobtamine (dobutrex) in d5w infusion 1000 mg/250 ml running@ 5mcg/kg/min nicardipine in ns (cardene IV) 40 mg/200 ml infusion running @ 5mg/hr heparin in d5w 25,000 units/250 ml infusion running @ 13.5 units/kg/hr. Event occurred critical care unit. No direct patient harm that resulted from the communication error.